Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. . Customer¿s blood glucose level was 270 mg/dl. Customer will continue to use current pump for insulin delivery.